Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer prefilled cartridges prior to use. Tandem technical support informed customer that this was off label. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 128 mg/dl.